Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva safety mechanism is stuck at the hub/will not disengage. The following information was provided by the initial reporter: material #: unknown batch#: unknown. It was reported by customer that I started IV with bd nexiva catheter successfully. However, I was not able to disconnect push-tap component. As a result, I had to remove perfectly placed saline lock and restart another one defected item is available for assessment upon request. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached thursday august 29th I was asked to start an IV on a patient at (B)(6) hospital, canada. I started IV with bd nexiva catheter successfully. However, I was not able to disconnect push-tap component . As a result, I had to remove perfectly placed saline lock and restart another one. Defected item is available for assessment upon request.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of an unsealed nexiva unit. The photo displays the unit retracted but the adapter is not decoupled from the tip shield. Your reported issue that the tip shield safety mechanism would not release from the catheter adapter was confirmed from the photograph; however, without the physical sample, the root cause could not be determined. Potential contributing factors include misplaced adhesive and bent needle. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.